Manufacturer narrative:
Weight: unknown/no information. Ethnicity: unknown/no information. If implanted, give date: not applicable, as lens was removed during the same procedure. If explanted, give date: not applicable, as lens was removed during the same procedure. Initial reporter first name: unknown/ not provided. The intraocular lens (iol) is not returning for evaluation as it was discarded. Therefore; a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However; to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a scratch was noticed after the intraocular lens (iol) was inserted into the left eye. There was no incision enlargement, vitrectomy, or sutures. The product was discarded by the customer and therefore not returning for evaluation. The procedure was completed with a backup lens of the same model and diopter. Reportedly, the problem was not related to use error. No further information was provided.

Manufacturer narrative:
Corrected data: as part of an internal review of our mdrs it was identified that the code 4627 provided on the initial report needs to be corrected. The correct section h6: health effect - impact code is 4631. The following section has been updated accordingly: section h6: health effect - impact code is 4631. Removed health effect - impact code: 4627. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.